Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed in-house slow sweep testing. The axis-2 brake was replaced and the arm was upgraded. The complaint is being reported due to the psm failing slow sweep testing during failure analysis investigation.

Event description:
It was reported that the da vinci si surgical system logs produced an error message on patient side manipulator (psm) arm 2. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. When this issue occurred, there was no patient involvement. The intuitive surgical, inc. (Isi) technical field specialist (tfs) replaced the arm and had no further issues.